Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected fields: b1 and g2 (health professional is not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of image disappeared and error message b30 (scope communication error) was displayed was not confirmed. In addition, the following reportable malfunction was found during the device evaluation: scope communication error e226 occurs. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error (b30) occurred due to electronic components such as circuit board inside scope connector corroded/broke, since water invasion of scope connector was confirmed. It was also possible that scope communication error (e226) occurred due to water entered the device by attaching/ detaching venting connector/leakage tester tube/ sterilization cap while water droplets adhered to outer surface of the connector/ inside the tube and its connection/ the cap, or when they were under water. The event can be prevented by handling the device in accordance with the following instructions for use: reprocessing manual states about caution when performing leakage test as below. 5.4 leakage testing of the endoscope. Perform the leakage test: caution. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. IFU (reprocessing manual) states about countermeasures when endoscopic image has irregularity in the item below. Chapter 5 troubleshooting. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic bronchoscopy procedure, the image disappeared and error code b30, communication problem, appeared on the screen. The procedure was completed using another functioning instrument, and there were no reports of patient harm.